Manufacturer narrative:
The mammomark breast biopsy site marker is used to mark tissue during a percutaneous breast biopsy procedure, be visible under ultrasound for at least 6 weeks, and be permanently by x-ray and MRI. The device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, this failure has been identified in the risk management file for the effects of potential hypersensitivity with a potential for injury to the patient and/or user. Follow up medical intervention may be necessary. Although it could not be concluded that our device caused or contributed to this event, through evaluation by our medical advisor on similar events, this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.

Event description:
It was reported by the doctor, post procedure, the customer works with eviva system. The patient has been operated, because it was maligne. In the histological results the following is described: "the strong eosinophilia in area of the clip marking of the vacuum biopsy cavity indicates an allergic incompatibility reaction against the marker used". The pathology advises against a repeated use of the mammomark.